Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient outcome and heartmate 3 left ventricular assist system (lvas), serial number (B)(4), cannot be conclusively determined through this evaluation. The patient was implanted with heartmate 3 lvas, serial number (B)(4), on (B)(6) 2022 and ultimately expired on (B)(6) 2022. The cause of the patient expiration and whether or not that it was device/therapy related was not communicated by the account. Heartmate 3 lvas, serial number (B)(4), was not returned for evaluation as it was not explanted, and no autopsy was performed. Due to hospital privacy laws, no further information regarding the event will be provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. G, lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022. The cause of death was unknown and the device was not explanted.